Manufacturer narrative:
It was reported that when the patient coughed, the tracheostomy anti-disconnect device snapped resulting in the patient's tracheostomy tube coming out. Per report, the tracheostomy tube was immediately placed back to the patient. There was no reported impact to the patient. The patient was using 28% oxygen at the time of the incident. Reportedly, the tracheostomy anti-disconnect device was in place for 14 hours prior to the incident. It was reported that the facility's protocol for changing the device is every shift and as needed. It was not identified which part or point the device broke. There was no serious injury reported related to the event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that when the patient coughed, the tracheostomy anti-disconnect device snapped resulting in the patient's tracheostomy tube coming out.